Manufacturer narrative:
The programmer was sent to a different site for service and repair. This site confirmed that the programmer had an error and would not boot. As a result the main processing unit was reimaged, the hard drive was reimaged and software was reloaded. The programmer then passed functional and systems tests - no other anomalies were found.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, unable to enter the working interface after start up and the programmer displayed an error code. (B)(4)

Event description:
It was reported that the programmer could not start up. The programmer was returned for servicing. There was no patient involvement.